Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurate high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified time on (B)(6) 2011, the patient suffered a seizure and the reporter then tested the patient on the subject meter and reported a blood glucose result of "83mg/dl"; half an hour later, the ems arrived and tested the patient on their meter (unknown type) and obtained a reading of "34mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated that she manages the patient's diabetes with insulin, levemir and humalog (both on a sliding scale) and gave the patient his usual, daily dose of medication. Immediately after the patient obtained a reading of "34mg/dl" on the ems meter, the reporter claimed that the patient was administered with a "glucagon injection". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
A device history record was reviewed for meter lot and meter had passed testing. Retain test strips were tested and passed testing. (B)(4). Supplemental information: adverse event should have been marked not problem as stated in the initial 3500a.